Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-01200 and 3005099803-2013-01203 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligator devices were used during an evl (endoscopic variceal ligation) procedure, within the "cbd" (common bile duct), performed on (B)(6) 2012. According to the complainant, during the procedure, the physician advanced the first speedband device (MFR # 3005099803-2013-01200) to the target site. However, prior to deployment, "the band was out of control before releasing from the ligating unit". On (B)(4) 2013, follow-up was received, which further confirmed that this reflected an issue where the band prematurely deployed from the device. The device and scope were withdrawn from the patient, and then the device was exchanged with another speedband device (MFR # 3005099803-2013-01203), but the same issue occurred; prior to the attempt, the band prematurely deployed. Reportedly, the procedure was completed using a third speedband superview super 7 multiple band ligator device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.